Event description:
It was observed that during the device evaluation, the videoscope exhibited dirty lens resulting in a blurry image. Additionally, the distal end was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the dirt on the lens resulted from insufficient cleaning of the device during reprocessing. Additionally, the detachment of the distal end was likely due to physical stress. However, definitive root causes could not be identified for the failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.